Manufacturer narrative:
This report is submitted on may 22, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 because of poor hearing performance. The patient was re-implanted with another device at the same surgery.

Event description:
This complaint has been found to be a duplicate of other complaint. All information has been reported to FDA under MFR report #: 6000034-2019-00867.

Manufacturer narrative:
This complaint has been found to be a duplicate of other complaint. All information has been reported to FDA under MFR report #: 6000034-2019-00867. This report is filed on august 13, 2019.